Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from malposition (tilting) and perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and migration could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the tilt has not been reported at this time. The brief also reported a perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from malposition (tilting) and perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Concomitant devices: unknown guidewire, unknown 6f sheath, omni catheter complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated perforated the inferior vena cava and tilted. The patient reports tilt of the inferior vena cava (ivc) filter and tenting of all six (6) lateral struts. The patient also reports having shortness of breath, pain in the lower back area and being fearful of what condition the filter is in and whether it has moved, is broken or not functioning properly, as it has not been evaluated. According to the medical records the indication for the filter implant was recurrent deep vein thrombosis despite anticoagulation. The filter was deployed just below the renal veins at l1. Fluoroscopy confirmed good position of the vena cava filter. The patient tolerated the procedure well and was taken to recovery room in stable condition. The patient became aware of the reported events approximately three years and eleven months post implant. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. The information indicated that there was tenting of the filter on all six lateral struts, without images or procedural films for review, the issue could not be further clarified, or a device malfunction confirmed. Anxiety, shortness of breath and low back pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from malposition (tilting) and perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of recurrent deep vein thrombosis (dvt) despite anticoagulation. The filter was deployed just below the renal veins at l1. Fluoroscopy confirmed good position of the vena cava filter. The patient tolerated the procedure well and was taken to recovery room in stable condition. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately three years and eleven months post implantation. The patient reports tilt of the inferior vena cava (ivc) filter and tenting of all six (6) lateral struts. The patient also reports having shortness of breath and pain in the lower back area. The patient is also fearful of what condition the filter is in and whether it has moved, is broken or not functioning properly, as it has not been evaluated. The patient is also fearful of future injuries caused by this device and wishes that it was removed. The patient further reports needing medical monitoring of the filter for treatment if complications develop.